Event description:
It was reported that the customer had high blood glucose readings of over 500 mg/dl. Customer stated that she had thyroid issues as well and sometimes forgets to treat. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A small air bubble was noted in the tubing. It was noted that the cannula was slightly swerved from the side and had a drop of blood on it. Customer's blood glucose reading at the time of the call was 224 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.